Event description:
It was reported that a flogard infusion pump experienced an air alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection determined that the device was in good physical condition. A review of the alarm log identified an occurrence of the air in line alarm. Functional testing also identified an air in line alarm. This confirmed the reported event. The cause of the alarm was determined to be out of calibration air sensors. To address this issue, the air sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.